Manufacturer narrative:
The product was returned. Per the returns plan in oracle unit returned on (B)(6) 2014. Evaluation confirms issue with swingarm adjustment as well as head tube failing and the wheels having missing/broken bearings. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per provider, left side swing arm has mushroomed out.